Event description:
During the coil embolization procedure of a right internal carotid artery ruptured aneurysm, when the introducer sheath of the deltaplush cerecyte microcoil (cpl100206-30/g14102) was inserted through an unspecified y-connector and the introducer tip was seated into the hub of the unspecified excelsior sl10 microcatheter (stryker, type unknown), the dpu wire of the deltaplush appeared to be kinked. However, when additional force was used to advance the coil, the dpu wire was damaged and separated in two pieces within the introducer sheath. At the same time, the introducer sheath split open and the coil exposed from the damaged area. Therefore the entire deltaplush was safely removed from the microcatheter hub. The procedure was continued using a new product (cpl100206-30, lot unknown) with the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on product by visual inspection. It is unknown if the microcatheter was re-shaped or not. The vessel was mildly calcified but the level of tortuousity was unknown. The complaint product is unavailable for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the reported procedural information it appears that procedural handling factors may have contributed to the event. There is no indication of any relationship to the manufacturing process; therefore, no corrective actions will be taken at this time.